Manufacturer narrative:
Investigation: this complaint has been evaluated as type 2 investigation case. Photos have been attached. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1718754 - gentlecath glide male ch10 and manufacturing lot#4a02567 in january 2024 in amount (B)(4) pieces on packaging machine p009. During lot production was used paper gas coat nrw grid glide male xray , supplier lot of/31358 sap 1736865. Paper is supplied by external supplier (B)(4). During incoming inspection the certificate issued by supplier is inspected and then the paper is released to production. No deviation was observed. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No similar complaint was received to this lot and issue. According to g905704 v.27.0 work instruction for packaging of gentlecath glide catheters on p009/p006/p9020 was provided visual inspection of packed catheters by operator. Results were recorded to g905704 v.27.0 form 3. According to this process instruction point 5.11.1 burst test is provided in compliant with g805066 and results are recorded by the packing machine operator. During production of lot#4a02567 all test have been carried out, and no discrepancies were found. The percentage of affected pieces against lot is (B)(4). This complaint was discussed on complaint review board on october 10, 2024. Attendees decided, that no further action are required. This is considered an isolated issue. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Attendees decided, that no further actions are needed. This issue will be monitored through the post market product monitoring review process, sop-000741. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 ; manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.  FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports "paper has torn at the backside when it comes to be activated". There was no harm reported.